Event description:
New information received notes that the rv lead had decreased sensing and increased threshold due to unknown reasons.

Event description:
It was reported that the patient presented for ventricular lead repositioning. Right ventricular lead was explanted and replaced due to sensing and threshold anomaly. No further information is available at this time.